Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 2. Fluid was seen when the patient opened the cassette door and fluid leaked out of the cassette door. The patient stated there may be a puncture in the cassette but couldn't really tell where. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event. The patient let the cycler dry out and resumed treatments the following day. The patient is still using the same cycler. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 2. Fluid was seen when the patient opened the cassette door and fluid leaked out of the cassette door. The patient stated there may be a puncture in the cassette but couldn't really tell were. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event. The patient let the cycler dry out and resumed treatments the following day. The patient is still using the same cycler. The cycler set is not available to return.